Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: when the implant of the web was attempted to be detached after being positioned at the target site, a catheter and the delivery system of the web advanced past the target site in the parent vessel, preventing complete detachment. The partially detached implant followed to the delivery system, rotated, and displaced into the ica. During this movement, the implant detached completely from the delivery system. As the implant migrated to the terminal part of the ica by blood flow, attempts were made to retrieve the implant using a snare but were unsuccessful. Subsequently, the patient developed a thrombotic ischemic cerebrovascular disorder in the right mca. There was serious health damage and the patient¿s outcome is unknown. Primary disease: ruptured right ic-pc aneurysm.